Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: tip broke off probable root cause: design : tip not sharp enough. Process: tip not manufactured to specification. Application: improper insertion, not enough force during insertion. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the cannula broke off inside the patient. The broken pieces were removed. There were no adverse consequences to the patient or medical intervention. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the cannula broke off inside the patient. The broken pieces were removed. There were no adverse consequences to the patient or medical intervention. The procedure was completed successfully.